Event description:
Reported issue: hcp failed to fire stapler while using it on the patient. There was no reported injury.

Manufacturer narrative:
(B)(4), the customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 42 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. The first staple was successfully inserted. The next two staples did not form properly. After this, no staples would fire. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. It was observed that the staple misalignment prevented the remaining staples from moving down the track and firing correctly. It could not be determined what exactly caused the staples to misalign. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, staple misalignment of the first three staples prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: hcp failed to fire stapler while using it on the patient. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history could not be conducted since the lot number was not provided. The device investigation is pending and a follow-up report will be issued after the investigation is completed.